Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr angio-seal evolution device was received for product evaluation. The device was returned with the bypass tube, polyfoil pouch, device tray, hemostatic sheath, and arteriotomy locator. The returned components were subjected to visual analysis. There was blood like substance on all of the returned components. The bypass tube was detached from the carrier tube assembly. The hemostatic sheath was not mated with the deployment sleeve and the deployment sleeve was in the forward lock position. There was an apparent bend in the carrier tube assembly at the proximal end of the manufactured slit. The device tray was partially inserted into the partially opened polyfoil pouch. Possible causes of this may include the user failing to open the pouch per the IFU, which states, "under strict sterile conditions and using a sterile field, remove the angioseal device contents from the foil package taking care to pull foil part completely before removing the angioseal device." As the pouch was found partially open. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported component displacement with the involved angio-seal device. The following information was provided by the user facility: the angio-seal sheath was inserted, and they recognized that anchor was already outside of the tube. The device was not used, they used a new device, and finished the intervention. The patient was treated as intended with the replacement device, and there was no harm to the patient.